Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure a cavotricuspid isthmus (cti) was performed after pulmonary vein (pv) isolation and posterior wall isolation was performed. St elevation increased approximately 4 minutes after the last pulse. A coronary angiogram confirmed spasms occurred and symptoms improved after a vasodilator was given. No significant stenosis was observed in the preoperative coronary computerized tomography (CT). The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that the patient was discharged as scheduled and after administering the vasodilator no health hazards were noted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.